Manufacturer narrative:
Csi ID# (B)(4).

Manufacturer narrative:
The reported viperwire guide wire and oad were received for analysis. The guide wire was fractured, and the spring tip was not returned. Scanning electron microscopy (sem) analysis was performed, and there was no evidence the viperwire spring tip contacted the oad. The fracture face showed evidence of a ductile torsional failure, however, the exact root cause of the fracture was unable to be determined. At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. (B)(4).

Event description:
A peripheral viperwire guide wire and diamondback orbital atherectomy device (oad) were selected for treatment in a 75% stenosed lesion in the proximal superficial femoral artery (sfa). The lesion had mild calcification and ranged from 5-7mm in diameter. During a procedure, the viperwire fractured. No attempt was made to snare the fragment, and the fragment remained in the patient.